Event description:
A 26 cm of a distal section of a stent balloon catheter broke off during procedure. The broken segment obtained within the guide catheter. The guide catheter, balloon catheter and wire were removed as a unite while exerting suction at the hub with a syringe. The broken segment was retrieved intact and saved.